Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph provided was reviewed. The photograph shows a deformed stent potentially in the femoral artery. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity in the proximal stent portion is suggestive of focal stent elongation. Unfortunately, the quality of the photograph is rather poor. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (75 percent stenosis degree) in a mildly tortuous part of the ostial femoral artery. After pre-dilation, the device was delivered to the lesion and an attempt was made to release the stent but could only be partially released. The handle was opened, the secondary release was used, and the stent could be released. The stent structure under the angiography was not very good and an additional short stent was implanted. The delivery system was scrapped in the hospital and thus not returned.